Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "minimally invasive primary tha: anterolateral intermuscular approach versus lateral transmuscular approach" written by thomas l. Bernasek, woo-suk lee, han-jun lee, jae-sung lee, ki-hwan kim, and jae-jun yang published by orthopaedic surgery doi 10.1007/s00402-009-1035-1 published online 13 january 2010 was reviewed. The article's purpose was to evaluate the efficacy of minimally invasive al (anterolateral intermuscular) approach as compared to the short-term clinical results of the minimally invasive lt (lateral transmuscular) approach. Data was compiled from 92 patients receiving tha between january 2005 and july 2006 (47 al approach and 45 lt approach) with a follow up of 1 year. Depuy products utilized: summit stems. All hips were implanted with cementless acetabular cup but product not identified. No further information provided on products such as bearing surfaces. Adverse events: intra-operative femoral fracture (3) treated with wiring without any further problems, leg length discrepancy less than 10 mm, varus and valgus of stem attributed to improper leg positioning during reaming process and not fault of devices or instruments.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.